Event description:
Further information was received from the patient's treating clinician indicating the patient's worsening condition was not related to vns therapy.

Event description:
It was reported through clinical research documentation that a vns patient's clinical condition was evaluated to be minimally worse during a study. Diagnostics on the device indicated normal function. At the moment, the cause and relation of the clinical condition is unknown. Good faith attempts to obtain further information have been unsuccessful to date.